Event description:
The customer reported that the device failed to discharge via paddles.

Manufacturer narrative:
The device was evaluated locally. The paddle set was replaced which resolved the reported issue.